Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market 288 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is one previous complaint where the samples received did not fulfil the european pharmacopoeia/b. Braun surgical specifications, we consider that the complaint is confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received in the previous complaint analyzed did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle was not attached to the thread. Additional data has been requested.